Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container was leaking from an unspecified location. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection was performed which observed a black circle mark indicating a hole similar to one generated by a needle in body of the bag. Functional leak testing was performed which revealed a leak (bubbles) from the circled area. The circled area was viewed under the stereoscope and a hole was verified to be generated by a needle (print of a needle was identified); the hole was generated from outside to inside the bag. The reported condition was verified. The cause of the condition was due to the use of a needle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.